Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error detected, power loss alarm or blank display noted during testing. However, power error detected and power loss alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump received power loss alarm when battery was out for less than 10 min. Pump never came back on, display is black. Sending replacement no troubleshoot, blood glucose unknown. Pump will return.